Event description:
Our distributor reported that the packaging containing this sterile blade has a deformity. There was no patient involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this blade and packaging for evaluation. During testing, conmed linvatec confirmed the reported problem. A deformity is noted in the proximal and distal corner of the packaging tray containing this sterile blade. Further investigation found the packaging compromised. An investigation for this failure remains in process.